Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported malfunction. The fse replaced the touchscreen printed circuit board (pcb) to resolve the issue. The device then passed all testing.

Event description:
This event was identified as reportable through a retrospective complaint review. It was reported that during patient use, a ventilator experienced a graphic user interface (gui) touchscreen malfunction. There was no harm to the patient as ventilation continued.